Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device study had multiple blue lines in it. Per tech, connected via lmi and transferred a de-identified copy of the study over for review. Upon review, determined it has ph values throughout the study. No patient harm but a repeat procedure was necessary.

Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 47:39 hours indicating a full study and proper function of the bravo recorder. The ph readings were found to progressively increase to signals above 8ph. A reading above 8ph is considered an out of range value causing the appearance of the blue lines on the graph. High ph values appear repeatedly throughout this study. If information is provided in the future, a supplemental report will be issued.